Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire is attempting to contact the initial reporter (accent care) to get more information about the incident, and to have the unit returned for an investigation. If any new information is discovered, a follow-up report will be submitted. Ref. Medwatch report: mw5110298.

Event description:
Caire received the below report via email notification from the FDA on june 15, 2022: oxygen concentrator caught fire. On (B)(6) 2022 (B)(6) hospice was notified that our patient called 911 and was sent to the hospital due to his oxygen concentrator catching fire. Per the hospital the patient reported he was not smoking the patient was treated for smoke inhalation. No physical burns were reported by the staff. On (B)(6) 2022 the patient was sent to another facility while his apartment was being assessed for damage and cleaned up for his return home. Dme provider (B)(6) was notified on (B)(6) 2022 but were denied access to the apartment for assessment of the equipment by the apartment complex. On (B)(6) 2022 dme supervisor went to the apartment and noted the concentrator in question that caught fire was sitting outside the door. The supervisor also reported there were cigarette butts around the door. He provided pictures of the equipment and also stated he doesn't not believe this was an electrical cause or malfunction of the device. Clinical information from hospital stay on (B)(6) 2022 requested and awaiting fax. The patient was sent back home on (B)(6) 2022 and no issues reported by hospice staff on his arrival back home.